Manufacturer narrative:
F/u report will be filed if add'l info becomes available. (B)(4).

Event description:
It was reported that the event occurred while in the ccu. The md inserted the intra-aortic balloon (iab) prior to surgery through the sheath via right femoral artery with no issues. At 6:35 am on (B)(6) 2012, the intra-aortic balloon pump (iabp) alarmed "fos out of range", pt pressures dropped, they began CPR. As they were administrating CPR they noticed blood in the driveline tubing. As a result, the md immediately removed the iab and sheath as one unit. The md reinserted a new iab into the left femoral artery successfully. The pt tolerated removal and reinsertion well. The iabp did not alarm again. There was no report of pt death, complication or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt still admitted and on iabp therapy. Add'l info received on (B)(6) 2012 by the sales rep stated that the pt was still admitted in the ccu and iabp therapy was discontinued on (B)(6) 2012.